Manufacturer narrative:
Bottle 8 (ethanol) was removed from the instrument for approximately four (4) minutes at 09:25am on (B)(4) 2015, which is sufficient time to complete manual replacement of the reagent: and the station properties for bottle 8 (ethanol) were reset at 09:30am on (B)(4) 2015. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. Based on information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "dpc 3 hr" protocol started in retort a at 16:34pm on (B)(4) 2015, which completed at 05:00am on (B)(4) 2015; the "dpc 10 hr" protocol started in retort b at 16:43pm on (B)(4) 2015, which completed at 05:00am on (B)(4) 2015; the "dpc 3 hr" protocol started in retort a at 07:36am on (B)(4) 2015, which completed at 10:40am on (B)(4) 2015 and the "dpc 3 hr" protocol started in retort b at 08:04am on (B)(4) 2015, which completed at 11:08am on (B)(4) 2015. These protocols comprised five (5); 86; 30 and six (6) cassettes respectively, based on data entered into the instrument software by the user. The reagent in bottle 8 (ethanol) was used for the first time in the final dehydration step of the "dpc 10 hr" protocol started in retort b at 16:43pm on (B)(4) 2015. Bottle 8 (ethanol) was subsequently used for the final dehydration step of the "dpc 3 hr" protocol started in retort a at 16:34pm on (B)(4) 2015; the "dpc 3 hr" protocol started in retort a at 07:36am on (B)(4) 2015; and the "dpc 3 hr" protocol started in retort a at 08:04am on (B)(4) 2015. Although the ethanol concentration calculated by the instrument software for bottle 8 (ethanol) was 99.9%, the ethanol concentration measured by the hydrometer following completion of the "dpc 3 hr" protocol started in retort b at 08:04am on (B)(4) 2015, which completed at 11:08am on (B)(4) 2015, was 90%. This finding indicates that a use error occurred during the replacement of the reagent in bottle 8, which was performed on (B)(4) 2015 prior to commencement of the four (4) protocols from which sub-optimal tissue processing was reported by the complainant. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in -threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 8 (ethanol) was used for the final dehydration step of the "dpc 3 hr" protocol started in retort a at 16:34pm on (B)(4) 2015; the "dpc 10 hr" protocol started in retort b at 16:43pm on (B)(4) 2015; the "dpc 3 hr" protocol started in retort a at 07:36am on (B)(4) 2015; and the "dpc 3 hr" protocol started in retort b at 08:04am on (B)(4) 2015, from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "dpc 3 hr" protocol started in retort a at 16:34pm on (B)(4) 2015; the "dpc 10 hr" protocol started in retort b at 16:43pm on (B)(4) 2015; the "dpc 3 hr" protocol started in retort a at 07:36am on (B)(4) 2015; and the "dpc 3 hr" protocol started in retort b at 08:04am on (B)(4) 2015 from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported was a use error, which occurred when the reagent in bottle 8 (ethanol) was replaced prior to commencement of the protocols from which sub-optimal tissue processing was reported by the complainant.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing from four (4) processing runs, which completed on (B)(6) 2015. The complainant stated that "some tissue cut and sent to pathologist, some tissue on second peloris for reprocessing. Fatty tissue and large excisions more affected". On (B)(4) 2015, a leica field support specialist (fss) provided telephone support to the laboratory in order to assist with the circumstances involved in this complaint and to provide applications support. The laboratory provided the ethanol concentration in bottles 3-11 inclusive, which had been measured using a hydrometer. The variance between the directly measured ethanol concentration and that calculated by the instrument software, which is based on data entered by the user was acceptable in all instances except for bottle 8. The measured ethanol concentration in bottle 8 was 90% and the calculated concentration was 99.9%. The laboratory replaced the reagent in bottles 8 (ethanol), 12 (xylene); 13 (xylene) and 14 (xylene) and the wax in the four (4) wax baths. On (B)(4) 2015, leica biosystems melbourne received information from the laboratory confirming that tissue sample from one (1) patient was not diagnosable. A patient identifier, the age/date of birth and the gender of the patient requiring re-biopsy was requested. On (B)(4) 2015, leica biosystems melbourne received further information from the laboratory indicating that re-biopsy of the one (1) patient from whom tissue was not diagnosable had not been performed; and that "the physician was notified but will decide whether or not to re-biopsy upon follow up visit with the patient". The gender and age of the patient were provided. On 06 january 2015, leica biosystems melbourne received the following information from the laboratory "as far as we know, a new biopsy was not performed on this patient".